Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Multiple permanent kink impressions were observed between the 0cm and 9cm depth markings. A circumferentially aligned split was observed in one of the impressions near the 1cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the split site. Microscopic inspection of the split revealed a granular fracture surface. Material wear and discoloration were observed in the vicinity of the split. The split characteristics were consistent with material failure due to flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement may have contributed. A lot history review (lhr) of redt4293 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that customer have come across a leaking PICC on (B)(6) 2020. It was inserted in in-patient, then transferred home with iva via PICC, then readmitted this week (post routine follow-up CT scan result). Today a leak was noticed by the ward nurse who called me to review. It was stated no kinks or weakness noted, no history of trauma or sharp objects near PICC, patient is a reliable historian - it¿s unusual to say the least. CT was last week but I would not expect this to cause a line fracture given the PICC is power injectable. Patient is known to opat service (out patient antimicrobial therapy) who relay district nursing (dn) reported patient had complained of fluid leaking down his arm ((B)(6) 2020 notes) and then leaking for several days, thought to be most likely from the exit site - dn never actively saw leaking but gauze dressings were noted to be wet each day. Opat relay once the method of iva administration was switched from 24hr infusor bottle to a daily 30minute infusion there were nil more reports of leaking. In hindsight, with the above history, it is unlikely that this fracture has occurred today, however it has been formally noticed today. Date: (B)(6) 2020 examination PICC line insertion details: insertion of 4fr single lumen power PICC with securacath (guidewire exchange), accessed via l) brachial vein. Tip sitting distal svc. External length 8cm. A PICC line has been inserted by the cvl nurse specialist, PICC service. The tips is in good position. No complication.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt4293 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that customer have come across a leaking PICC on (B)(6) 2020. It was inserted in in-patient, then transferred home with iva via PICC, then readmitted this week (post routine follow-up CT scan result). Today a leak was noticed by the ward nurse who called me to review. It was stated no kinks or weakness noted, no history of trauma or sharp objects near PICC, patient is a reliable historian - it¿s unusual to say the least. CT was last week but I would not expect this to cause a line fracture given the PICC is power injectable. Patient is known to opat service (out patient antimicrobial therapy) who relay district nursing (dn) reported patient had complained of fluid leaking down his arm ((B)(6) 2020 notes) and then leaking for several days, thought to be most likely from the exit site - dn never actively saw leaking but gauze dressings were noted to be wet each day. Opat relay once the method of iva administration was switched from 24hr infusor bottle to a daily 30 minute infusion there were nil more reports of leaking. In hindsight, with the above history, it is unlikely that this fracture has occurred today, however it has been formally noticed today. Examination PICC line insertion details: insertion of 4fr single lumen power PICC with securacath (guidewire exchange), accessed via l) brachial vein. Tip sitting distal svc. External length 8cm. A PICC line has been inserted by the cvl nurse specialist, PICC service. The tips is in good position. No complication.